Event description:
During resuscitation for a patient in cardiac arrest, the autopulse platform (sn (B)(6)) displayed a "replace battery" error message after performing four rounds of compressions. Immediately, the crew reverted to manual CPR for the rest of the call. Per customer, three autopulse li-ion batteries (sn (B)(6), (B)(6) and (B)(6)) were used during this event. The batteries were fully charged before using it in the autopulse platform. The status leds showed four solid green lights when the status indicator button was pressed. No consequences or impact to the patient. Later, the customer tested the three batteries in the zoll loaner autopulse platform, and two out of three batteries did not work and prompted an error message. The customer provided no further information.

Manufacturer narrative:
B5 (describe event or problem) was updated. The customer reported a complaint that "the autopulse platform (sn 34075) displayed a "replace battery" error message" was confirmed based on the archive data review and was not confirmed during the functional testing. The autopulse platform passed the functional testing and performed as intended. Based on the archive data review, the root cause for the customer-reported complaint was the defective batteries (sn (B)(6), (B)(6), and (B)(6)) used during the clinical use. Upon visual inspection, zoll service personnel noticed a crack on the front enclosure, unrelated to the reported complaint. The root cause for the observed physical damage was likely attributed to user mishandling. The front enclosure was replaced to address the observed physical damage. The archive data review indicated several fault 13 (battery fault detected) and user advisory (ua) 04 (battery charge state too low) using batteries (sn (B)(6), (B)(6), and (B)(6)) around the customer reported event date, thus confirming the customer reported complaint. Upon further review and unrelated to the reported complaint, the archive data indicated several ua17 (max motor on time exceeded during active operation) error messages and was eventually cleared by the operator. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 17 indicates that the lifeband is twisted or battery voltage is low. The recommended actions for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 17 indicates that the lifeband is twisted or battery voltage is low. The recommended actions for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional testing without any fault or error. The customer reported error message was not reproduced using a good known autopulse li-ion battery. Unrelated to the reported complaint, the brake gap was cleaned and verified as a precautionary preventive measure for the observed ua17 error in the archive. Upon further testing, unrelated to the reported complaint, the encoder driveshaft did not rotate smoothly and exhibited binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to the regular use of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
During resuscitation for a patient in cardiac arrest, the autopulse platform (sn (B)(4)) displayed a "replace battery" error message after performing four rounds of compressions. Immediately, the crew reverted to manual CPR for the rest of the call. Per customer, three autopulse li-ion batteries (sn unknown) were used during this event. The batteries were fully charged before using it in the autopulse platform. The status leds showed four solid green lights when the status indicator button was pressed. No consequences or impact to the patient. Later, the customer tested the three batteries in the zoll loaner autopulse platform, and two out of three batteries did not work and prompted an error message. The customer provided no further information. Please see the following related MFR report: MFR #3010617000-2021-00791 for the 1st autopulse li-ion battery. MFR #3010617000-2021-00793 for the 2nd autopulse li-ion battery. MFR #3010617000-2021-00794 for the 3rd autopulse li-ion battery.